Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of granuloma skin and the non-serious expected event of inflammation at implant site were considered possibly related to the treatments. Serious criteria include the need for multiple medical interventions to prevent permanent damage including dissolution therapy, corticosteroiods and multiple antibiotics. Potential etiologies include inflammatory reaction or infection. Potential contributory factor for the inflammatory granuloma include injection technique, overcorrection and reaction to concomitant ha fillers, volbella and voluma. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-jan-2020 by a physician, which refers to a (B)(6) year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. On an unknown date around (B)(6) time in 2019, the patient received treatment with 1 ml restylane perlane and 2 ml restylane subq to cheek (unknown lot number, injection technique and needle type). The patient also received treatment with 1 ml volbella and 1 ml voluma. Unknown time later, on an unknown date in late 2019, the patient experienced delayed nodules/granuloma(granuloma skin) at right cheek. The reporter has provided photos of the patient. On (B)(6) 2020, patient had undergone ultrasound scan of right cheek was done which showed that within the subcutaneous tissues of the region of interest involving the right cheek there was an area of mixed echotexture that was predominantly hypoechoic and there was surrounding increased vascularity. This presumably represents the injected filler and measures 25-10-6mm. The surrounding vascularity was non specific although infection was not excluded and clinical correlation was recommended. A comparison assessment of the left cheek demonstrated a much smaller volume of presumed filler. There was no increased in vascularity in this location. Clinical correlation was recommended. The patient received treatment with keflex [cefalexin] and did not respond. There was slightly better response to augmentin [amoxicillin, clavulanic acid]. As per follow up information received on 15-jun-2020, the initial treating physician did not help the patient and has been ignoring her. The patient sought treatment and biopsy with other hospital and clinics. Medical examinations have confirmed that patient experienced delayed inflammatory(implant site inflammation) granuloma that was not responsive to corrective treatments like dissolving with unspecified products did not work. The patient had already used cortisone [cortisone] and antibiotic. The adverse event was ongoing. Outcome at the time of the report: delayed nodules/granuloma was not recovered/not resolved. Inflammatory was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on 15-jun-2020 from same reporter: event (implant site inflammation) added. Coding of event nodule changed to granuloma skin. Event onset date, outcome, corrective treatment and laboratory details were updated. Case was upgraded to serious.